Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the pump near the battery compartment. There was reportedly no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings:investigation revealed that the battery compartment was cracked from the case seal to the grip pad. Unrelated to the complaint, investigation revealed that the display was dim with discolored lettering.